Manufacturer narrative:
The insulin pump was received with broken end cap. The insulin pump was monitored for 5 hours and no blank display noted, was received with normal operating currents, no damage was found on the lcd isolation tape noted and no on and off power on the device during our test. The insulin pump had pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was 96+ mg/dl. The customer stated that she got into a car accident while she was 6 months pregnant. The customer stated that part of the insulin pump is coming off. The customer stated that she is holding the pump together with tape. The customer stated that the pump kept turning off and on in the hospital. The customer stated that there is a crack on the back by the label. The customer stated that sometimes the pump may have a dead battery. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.